Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician connected a lead to the implantable cardioverter defibrillator (ICD), inserted the device in the pocket, disconnected the lead and tried to reconnect but the setscrew was missing and the grommet was damaged on the device. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.